Event description:
It was reported through the attorney for the patient, as a result of a legal claim that allegedly, "the patient received a trident ceramic acetabular system." It was further alleged that, "after implantation the patient began experiencing audible noise during motion emanating from the location of the hip."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time. Device history records for the specific lots reported indicate that the devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the subject lot codes.